Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/13/2020. H.6. Investigation: a device history record review was performed for provided lot number 8281708. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. To aid in the investigation of this issue, one used sample and one unused sample were returned for evaluation by our quality engineer team. Through examination of the used sample, damage was observed to the tubing component. Through examination of the unused sample, no signs of damage could be observed. Based on the investigation results, a manufacturing related cause could not be determined for this incident; however, this type of defect can result from high pressure use with the product. H3 other text : see h.10.

Event description:
It was reported that bd connecta¿ stopcock tubing was damaged. This was discovered during use. The following information was provided by the initial reporter: we had an incident at a nursing home where when a 3-way tap was opened, the tubing initially appeared to have a kink, but on closer examination had a 15-20mm cut out of the side, thus rendering it unusable. Fortunately a second one was available so the treatment was completed as planned and the patient improved. The defective unit was never connected to the patient and only a minor delay was incurred. The packaging was intact prior to opening and there was no sign of the missing section of tubing within it. The defective item and packaging are secured in the possession of the a&e crew.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd connecta¿ stopcock tubing was damaged. This was discovered during use. The following information was provided by the initial reporter: we had an incident at a nursing home where when a 3-way tap was opened, the tubing initially appeared to have a kink, but on closer examination had a 15-20mm cut out of the side, thus rendering it unusable. Fortunately a second one was available so the treatment was completed as planned and the patient improved. The defective unit was never connected to the patient and only a minor delay was incurred. The packaging was intact prior to opening and there was no sign of the missing section of tubing within it. The defective item and packaging are secured in the possession of the a&e crew.